Manufacturer narrative:
(B)(4). The insulin pump was received with pump error 35 and critical pump error. The device was unable to determine the root cause and the problem was isolated to the motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had beep anomaly and also had critical pump error. It was reported that they had changed the battery out and it was ringing. It was reported that they had a broken force sensor was detected during seating or regular delivery alarm. Customer stated that they were not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.